Manufacturer narrative:
N/a.

Event description:
The following has been reported: uh nurse reported: primary tubing issue. First, if anything is connected to the port proximal to the connection site, the port leaks once that infusion tubing has been removed. Using y connect at times if multiple infusions going to the IV access. Secondly, when an infusion is paused, the IV bag continues to drip into the chamber as if the infusion is running. Nurse tried it in the morning and the only way to stop it was to completely shut down the pump. The chamber fills and begins to back up into the IV bag. Nurse attached a short video of how the drip chamber continued to fill even when the infusion is paused. Waiting for confirmation of no patient harm and if set can be returned. A preliminary review of the logs identified the following issue: external set leak. An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One ivenix administration set was returned for evaluation. The returned admin set was visually inspected. Additionally, the admin set was installed on the ivenix infusion system machine and ran the primary bolus prime and secondary prime. The following observations were made during evaluation: 1) no kinks or other defects were observed, 2) k-zero connector on the secondary port and y-site near distal connector were visually inspected and no defects were found, 3) primary line infusion passed successfully and was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag, 4) a saline solution bag was connected to the secondary port and line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 10ml, 5) a new bd 5 ml syringe was connected to the secondary port in order to perform back priming and no defects were detected, it was possible to back prime 3 ml of solution. Therefore, no blockage or leaks were found at the secondary port. 6) secondary prime was performed with new bd syringe 5 ml and the secondary line infusion passed successfully. Secondary line was tested with a set rate of 1000ml/hr and volume rate of 2 ml. 7) no alarm was replicated during the priming process of the primary and secondary lines related to leaks or other defects. 8) a new bd 5ml was also connected to the y site located at the distal connection line, and no leak was evidenced, or other defects related to this component. It was possible to infused through this connection successfully. In addition, it was not observed that the drip chamber was dripping abnormally, since the infusion was paused, it stopped dripping. The customer complaint was not confirmed. Therefore, no root cause was identified. Current process controls detection: 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing and 3) 100% visual inspection is performed in manufacturing line. The batch records were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.